Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoid colon tumor surgery, the handle was found couldn't be fired after connecting with the reload. The reload was replaced and the procedure was completed successfully.